Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Surgeon didn't approve for return.

Event description:
During a total hip arthroplasty, when connecting the broach to the inserter, it was noticed that there was dried blood in the broach. The broach was cleaned and re-sterilized causing an unknown delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed, as no dried blood was identified in the images provided. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.